Event description:
Per the implant patient registry, during a transfemoral tavr procedure, the patient received two 23mm sapien valves. Investigation found that the initial valve placement appeared to be approximately 50:50 within the annulus but there was a moderate amount of aortic insufficiency. Results of echo determined that there was significant overhang of the native leaflets over the stent frame. A second valve was prepped and placed approximately 2-3mm higher [60:40 aortic] within the original valve and the aortic insufficiency was eliminated. The patient stabilized after deployment of the second valve. The implant team suspects there might have been a communication between the aorta and the left ventricle cavity over the skirt of the implanted valve. There was also native aortic leaflet overhang on the stent structure. The valve was post-dilated with one additional cc without any change in the pvl. This confirmed to the team that the stent frame was well apposed in the annulus. The pre-deployment position of the valve was 50:50. The native valve/leaflet calcification was severe; there was no aortic root calcification; coaxial alignment of the delivery system and the valve was described as good; the image intensifier angle was appropriate; there was no loss of pacing capture during valve deployment and ventilation was held. The patient¿s ejection fraction was described as normal.

Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, echo post valve deployment confirmed there was native leaflet overhang which caused the central aortic insufficiency. Therefore, it is possible the first valve may have been deployed more ventricular then intended. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. The two serial numbers for the implanted valves were received through the implant patient registry (ipr) (s/n (B)(4)). However we are unable to confirm which valve was implanted first. The 3500a form will reflect an "unk" serial number under section d of the form, however both serial numbers are herein referenced.